Manufacturer narrative:
Ortho clinical diagnostics (ocd) qa performed retained and return testing to confirm the reactivity of the c antigen. The results were satisfactory. The pt return sample was evaluated with vss185 and reacted 2.0+.